Event description:
On (B)(6) 2013, the distributor contacted animas and alleged the following: the pump history is not recording when the bolus is delivered. Reporter claims that she has watched the insulin go through and has checked afterwards with no bolus in the pump history. She claims it is happening regularly. There is no adverse event reported. This complaint is being reported because the issue is not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). The device was returned to animas and evaluated by product analysis on (B)(4) 2014 with the following results: no insulin delivery defect was found. The unit was paired with a test transmitter correctly, ¿ez-prime¿ steps were performed and the pump was exercised for 24hr with no alarms occurred. Multiple boluses were performed during the duration test using ¿advance bolus¿ features the pump delivered all boluses and recorded accurate boluses info at the correct time and order confirmed in diasend and bolus history. The keypad is undamaged and fully responsive. Unrelated to the complaint, the display has a pinkish tint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.